Event description:
IV tubing ruptured during a power injection of IV contrast. This is the second event of this type at our facility. The injector pressure had been reduced from 300 to 200 psi maximum after the previous event. The packaging on tubing states "the safety and effectiveness of this device for use with power injection and high power infusion systems have not been established." Upon further follow-up with hospira after our last incident with ruptured tubing, hospira disclosed that they do not test the tubing for use with power injectors. However, according to hospira, since the tubing is rated up to 325 psi, it is acceptable for use with power injections if the maximum pressure is below 325 psi.